Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. Review of the device report found cross chamber oversensing where the ventricular channel was being sensed on the atrial channel. Subsequently, this ra lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the surgical intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. Review of the device report found cross chamber oversensing where the ventricular channel was being sensed on the atrial channel. Subsequently, this ra lead was explanted and replaced successfully. No additional adverse patient effects were reported.